Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not plugged in properly. Insulin pump was unable to verify low reservoir alarm anomaly and unresponsive button due to blank display. Insulin pump had minor scratches on display window.

Event description:
It was reported that the customer's insulin pump had a blank display. The buttons on the insulin pump were also not responding. Her blood glucose level was 393 mg/dl. She received two low reservoir alarms but had ten units of insulin remaining. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.